Event description:
See manufacturer #2182207200904201. It was reported that the patient's leads from the second device crossed over and burnt all the leads on the first implant. The lead impedance measurements were greater than 4,000 ohms with all the electrodes. She could only feel stimulation on the outside of her buttocks. She turned her device up to almost the max to feel any stimulation and it was still in the wrong location. Her symptoms were not being controlled. Her leads were "blown out." Her device that was not working was on the right side. When she scratched her back, one lead was crossed over the other and she was able to detect the upper lead would move away from the lower lead, outwards towards her skin. A surgical revision is needed to replace her leads. Further information is being requested from the hcp.